Manufacturer narrative:
Continuation of d10: product ID: evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (serial: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant of a transcatheter aortic valve, the patient had stenosis in the left common iliac with a mean diameter of 6.2 millimeter's (mm), which was less severe than the stenosis in the right common iliac artery. Initially, a 14f non-medtronic sheath was used, and attempts were made to advance the 14f in-line sheath of the delivery catheter system (dcs), and subsequently an 18f non-medtronic sheath, neither could advance. Upon removal of the 18f non-medtronic sheath and the dcs, a dissection occurred at the access site on the left femoral side. At this point, the procedure was aborted. The dissection attributed to sheath exchanges, required surgical repair. Per the physician, the dcs, patient's anatomy and calcification were contributing factors to the event.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.